Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) for a ventricular arrhythmia. In some of the episodes, the atp accelerated the arrhythmia. The patient received shocks which terminated the arrhythmia. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device remains in service.